Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient¿s catheter was sheared so the plan was to replace it with an ascenda catheter. It was noted, the pump was going to stay implanted because, it was only ¿about¿ a year old. The patient¿s son believed it had been ¿about¿ two or three months that the issue had been occurring. The patient reportedly experienced pain. The sheared catheter was confirmed through a ¿CT scan or x-ray¿ and ¿apparently something sheared off at the back not at the pump¿. The device system had a ¿mix¿ of morphine and bupivacaine and was to be changed to morphine only. It was later reported, the patient experienced ¿return of pain/symptoms¿. It was reported according to the patient¿s son the issue was with the distal spinal segment. The surgeon confirmed good csf (cerebrospinal fluid) backflow through the new catheter by successfully aspirating csf through the catheter access port.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).